Manufacturer narrative:
The device was returned to the manufacturer for an investigation. The smoking complaint was not duplicated. The repair did find that the motor seized which could have caused the handpiece to smoke. The device was repaired and returned to the account.

Event description:
The handpiece was returned to the manufacturer with a note stating that it was smoking while running. However, during the investigation the account could not recall an event of the handpiece smoking and they could not provide additional info on the event. They confirmed that if there was pt involvement they would have record of it. Based on this info, it is determined that there was no pt involvement in this event.